Event description:
The customer received questionable results for calcium (ca) on two patients. Of those two, it was determined that one patient had erroneous results that were reported outside of the laboratory. The patient's sample was processed on a modular pre-analytics system (mpa) and the initial ca result was 5.1 mg/dl, this result from the sample cup was not reported outside of the laboratory. The sample cup was repeated and generated a result of 6.2 mg/dl, which was reported outside of the laboratory. The parent tube was then run on another modular p analyzer and generated a result of 8.9 mg/dl. The customer deemed the result of 8.9 mg/dl to be the correct result and corrected the result. There was no adverse event. The customer indicated that after they discovered the issue, they ran qc four times, and each time all levels of qc were in range. The lot numbers and expiration dates for the r1 and r2 ca reagent were requested, but the customer did not provide this information. The field service representative found that cell blank water was coming from nozzle 7 on the rinse mechanism was low. He increased the cell blank water dispensing volume to the cuvette. The customer calibrated and performed qc, which was within range for ca.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.